Manufacturer narrative:
A device history record (DHR) review for model eg-2990i, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 17 nov 2009 under normal conditions, passed all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. The reported customer complaint of no video image was confirmed through evaluation of the device. Evaluation findings were listed as: side body cover o-ring sticking out, fluid invasion is segment section, fluid invasion in control body, insertion tube buckles at end of root brace, pve electrical pin corroded, ccd circuit board corrosion, primary operation channel resistance, distal body laser burn at channel outlet, failed dry leak test, wet leak test not performed unit compromised, model plate sever discoloration, leak at side body cover, image blackout, right angulation decreased, fluid damage to light carrying bundle, pve electrical connector frame mild corrosion, fluid invasion in pve connector hole in number 1, 2, 3 remote control button covers, fluid invasion to insertion tube, air/water socket cylinder o-ring chipped, fluid invasion in umbilical light guide cable, shield cover corroded, control body corroded. The device was refurbished, cleaned, disinfected, angle adjustments, and video image calibration made and returned to the customer. Should additional information become available, a supplemental report will be filed.

Event description:
A customer requested an RMA for a eg-2990i (sn: (B)(4) upper gi video scope for an issue of no video image. The customer stated there is no live video feed and no image displays when scope is hooked up to processor, only a black screen displays. This problem was first noticed during pre-procedure set-up and testing of the scope. There was no obvious cause for this issue. The scope was taken out of use. There was no report of patient injury, delay in procedure of other medical issue requiring intervention as a result of the issue.